Event description:
A caller reported a high reading issue with the adc device. The caller reported an unspecified high sensor reading and reported customer self-treated with "too much" insulin (dose/type unknown). The customer subsequently lost consciousness, and an ambulance was called to bring customer to health clinic. The customer was provided unspecified treatment and antibiotics. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.